Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the single use mechanical lithotriptor v lithocrush and the wires came completely out of the sheath when we tried to pull the basket out of the duct. The issue occurred during a therapeutic endoscopic retrograde cholangiopancreatography. There was a less than 30 minutes delay, and the same device was used to complete the procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned; however, a picture was provided. The product analysis will be based off the picture provided. A visual inspection was performed based off the photo and found that the wire joint seems to be pushed into the device which is making the wires come out farther than it should. The complaint is confirmed. The root cause of the malfunction was unable to be determined. However, the cause of the event is likely due to stress of repeated use, external factors, or handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.